Event description:
A surgeon reported a pt with a ruptured globe post operatively. During the procedure the surgeon was required to put gas into the eye. The syringe was gas was given to the surgeon and injected into the eye. The procedure was completed and the pt sent home. At a post-operative visit the pt presented with a ruptured globe. It was later discovered that the gas injected into the eye was undiluted. It was suggested by the equipment manager the site would require further training on the use of the device. Pt condition is unk at this time. Add'l info will not be available.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).